Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator sync function did not work during cardioversion causing the patient to go into ventricular fibrillation (vf) rhythm. The staff reported that when using the defibrillator to carry out a dc synchronized cardioversion, they initially believed the sync button was pressed but an unsynchronized shock was delivered to the patient. The staff was unsure if they pressed the button on then off again in error or if the defibrillator was faulty and switched itself off. The patient had brief run of vf however his ICD discharged a shock and patient returned to normal sinus rhythm.